Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure as one of the cylinders seemed outside the corpora. The cylinder was removed and the other cylinder and the rest of the device were left in place. There were no patient complications.